Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the battery of the insulin pump was discharging every 5-6 days. No further details given. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.